Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "delivery accuracy issues". Visual inspection found the pump to be in good condition. Inspection of the pump's event log revealed no evidence of the reported problem. Delivery accuracy testing on the pump was unable to verify the reported problem. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/- 6%. What caused or who caused the reported problem was not established as no problem was found. The device history record (DHR) was reviewed and found to be in compliance as no manufacturing or testing issues were found in the DHR.

Event description:
It was reported that the cadd-legacy® plus pump had a delivery accuracy issue. No serious injury was reported in connection with this incident.